Manufacturer narrative:
Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify rewind anomaly, charger or battery anomaly, motor error alarm and prime fill anomaly due to blank display. Motor passed motor test. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had motor error alarm and insulin squirts on priming. The customer¿s blood glucose level was unknown at the time of incident. Customer stated that the insulin pump was grinding and longer to rewind. The insulin pump will not be returned for analysis.